Event description:
It was reported that the customer had input the pump correction factor and carbohydrate ratio settings incorrectly. Blood glucose was 169mg/dl. Tandem technical support assisted the customer with correcting the settings.